Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the engine was blocked due to wearing of the blades, sealing rings and bearing resulting from natural wear, as the engine ran for a long period without maintenance. The device was repaired and sent back to the customer on (B)(4) 2012. Placeholder.

Event description:
Customer reported adaptor with insufficient power to complete procedure. This is report 1 of 1 for complaint #(B)(4).